Event description:
The customer stated that she was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated that this was the second time being hospitalized for high blood glucose levels. The customer was on a back up plan of injections per her doctor's instructions and she asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.